Event description:
It was reported that the patient with this pacemaker stated their remote communicator displayed a red call doctor icon. No adverse patient effects were reported. At this time, this device remains in service.